Event description:
It was reported the patient turned stimulation off due to overstimulation several weeks prior to call. Turning stimulation off seemed to help. The patient felt a buzzing sensation in the groin area when stimulation was off. The issue started a couple of weeks prior to call. The sensation was worse and kept them awake the night prior to call. Decreasing to 0.0 v and then turning stimulation off did not help the issue. The buzzing was still bothering the patient. There were no falls associated with the issue. The buzzing was later described as a stimulation sensation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v430989, implanted: (B)(6) 2010, product type: lead. (B)(4).